Event description:
The customer called technical support (ts) reporting that the device has a start up error, as well as prompt no air supply, sound alarm failure, and air source failure. The customer reported there was no patient involvement at the time the issue was discovered. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The manufacturer's product support engineer (pse) confirmed there was an oxygen sensor failure per good faith effort response. The manufacturer's product support engineer (pse) could not evaluate or repair the device further. The customer decided to decline service and repair himself. It is unknown what the outcome of the service event was, and no further information could be obtained by the customer. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's standard complaint procedure.